Manufacturer narrative:
Batch record review of lot b718 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and one additional complaints for centrifuge bowl leak was reported to date for this lot. No trends detected. Service order (B)(4) completed: (B)(4) 2013. Service engineer found bowl broken inside centrifuge; cleaned centrifuge. Performed bowl optic calibration and verification. Performed checkout section 7 successfully. Repairs returned instrument to expected operation. All required documentation given to the customer. The assessment is based on information available at the time of the investigation. No product return was received by the customer for investigation. The root cause for this complaint cannot be determine based solely on the information provided by the customer. (B)(4).

Event description:
Customer called to report centrifuge bowl leak during treatment procedure. Name and function of complainant: same as reporter. Customer called to report centrifuge bowl break at the start of cycle 1 of treatment procedure. Customer aborted this procedure and started procedure on a different instrument. Customer aborted the procedure and did not return any blood/products to patient. Service order# (B)(4) was dispatched to service serial number (B)(4). Customer will not return product for investigation.